Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified proximal end of left anterior descending artery. A 20x2.75 promus premier¿ drug-eluting stent was implanted; however, acute stent thrombosis occurred. The patient was noted to be stable "after a treatment." No further patient complications were reported.